Manufacturer narrative:
The returned device shows a torn optic and a distorted haptic that appears to have occurred during implant of the iol. The definitive cause of this damage is unknown as is the association of the iol with the torn capsule. Lens met all manufacturing specifications prior to release. While we were unable to determine the precise cause of this adverse event, our investigation reasonably suggests it is not manufacturing related.

Event description:
It was reported that as the intraocular lens was being implanted the patient's posterior capsule tore. The lens was removed and replaced without further complication.